Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized while on vacation in portugal with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to 3.4 mmol/l (61.2 mg/dl) while wearing the pod between 5 and 24 hours. Symptoms reported include vomiting and diarrhea. The patient was treated with an infusion of sugar. The patient was released after 3 days and the patient returned home to the netherlands and went back to the hospital for continued treatment, but no additional details were provided. Attempts were made to gather additional information. If additional information is provided, a follow up report will be submitted.